Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished. (B)(4).

Event description:
It was reported that on a patient, the anesthesia workstation switched from automatic to manual ventilation mode without user interaction. There was no patient harm reported. (B)(4).